Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. The pump was inspected and powered up, it alarmed and exhibited blank screen. Further investigation of the pump determined that the microprocessor board was corrupted and was the root cause of the issue. Service will replace the microprocessor board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical cadd ms3 pumps, the pump lost programming and exhibited randomly beeping. It was reported that the patient was unable to troubleshoot and unable to use the pump. Subsequently, the patient switched to back up pump. No harm to patient reported.